Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Customer complaints received to-date were reviewed to determine if others have experienced this issue. The data did not identify an increase in complaint activity related to this issue. Returns were not available. Testing was performed to evaluate the accuracy of reagent lot 34090m500. Four levels of an internal panel made from defibrinated human plasma were tested across three instruments. Each level contains a known concentration of the ca 19-9 analyte. The results met abbott testing criteria. Based on the evaluation results, no product deficiency or malfunction was identified. The customer was referred to the assay package insert the possible causes of this issue along with preventive and corrective actions.

Event description:
The customer stated that one patient sample generated a falsely elevated result of 57.35 u/ml for the architect ca19-9 assay. The sample was retested and results of 13.37 and 11.54 u/ml were generated with no adverse impact to the patient.